Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance while performing the zip exchange can occur if the catheter of the sphincterotome becomes damaged (i.e. Kink or bent). A kink or bend in the catheter can compress the wire guide lumen compromising the zipping process. A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user "the elevator should remain open/down when advancing or retracting the sphincterotome." If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook fusion® omni-tomes. It was reported that while splitting the sheath it [the device] shakes a lot (difficult to perform zip exchange - subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.